Event description:
The customer reported having an issue with her blood glucose meter. The customer stated that she was hospitalized in (B)(6) 2011 and twice in (B)(6) 2011. The blood glucose reading was 16mg/dl. The customer stated that she changes the infusion set every four days. Advised the caller to change the infusion set every two to three days. The customer's most recent glucose reading was 170 mg/dl. Troubleshooting was declined as customer stated that she has her glucose level under control. The customer stated that she skipped a meal and took extra insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.